Event description:
Product failed; suture ripped during procedure. A new prostyle had to be opened to complete the procedure. No harm to patient. Manufacturer response for perclose prostyle: (brand not provided) (per site reporter). Emailed rep.